Event description:
Blood pressure alternation; nervous. Initial information was rec'd 08/22/2007 from a pharmacist (the patient's sister) regarding a female, with a medical history of osteoporosis of the hip, high blood pressure, and an allergy to cortisone. The patient rec'd a 2 ml injection of synvisc into the hip joint in 2007. Approximately 4 days after the injection, she experienced arterial blood pressure alteration; her blood pressure rose to about 180/120 and 180/160. On eleven days later, the pt experienced another episode of arterial blood pressure alteration. On an unknown date, the pt went to the ER, remained there for 24 hours, and was referred to a cardiologist, who increased the dosage of the pt's selozok prescription. The pt was concomitantly treated with selozok (metoprolol) 25mg, taken orally twice a day, glucoformin (metformin hydrochloride) 850 mg, taken orally twice a day, aas (acetylsalicylic acid) 100 mg, taken orally daily, and simvastatin, 20 mg, taken orally daily. The treating orthopedist assessed the relationship of the arterial blood pressure alteration of synvisc as unrelated. A second orthopedist assessed the relationship of the arterial blood pressure alteration to synvisc as possibly related. The pharmacist assessed the relationship of the arterial blood pressure alteration to synvisc as related. At the time of this report, the outcome of the pt was unknown. No further info was reported.